Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and incisional hernia repair surgery on (B)(6) 2015 during which the surgeon ¿was able to identify intense inflammatory adhesions present between a small bowel loop in the probable mid jejunum and the undersurface of the previously placed mesh umbilical hernia patch and the small bowel loop was densely adherent to the undersurface of the mesh that was in all likelihood causing the patient¿s pain and obstructive symptoms¿ it was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient code: 3191 - bowel movement issues. Additional b5 narrative: it was reported that following insertion the patient experienced nausea, vomiting, abdominal pain, and bowel movement issues. Corrected information: a3, g1.